Event description:
It was reported that during repair conducted at the manufacturer facility the tps micro driver was running in safe mode. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have internal corrosion. The device will be repaired and returned to the user facility.